Manufacturer narrative:
No unexpected button error alarms were noted. The pump had intermittent button response on the act button due to corroded keypad traces. The pump had a cracked lcd window, a cracked case at the lcd window corners, a broken reservoir tube lip, scratches on the reservoir tube window and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call that the insulin pump alarmed with a button error. The patient's blood glucose at the time of incident was 136 mg/dl. The customer does not recall any significant events leading to the button error issues; the pump was not bumped or dropped. The insulin pump is in warranty and will be returned for analysis and a replacement device was shipped to the customer.